Manufacturer narrative:
E1 address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scop exhibited the button did not fit due to foreign material in suction cylinder or peeling off. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.